Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During the interrogation, an episode did not fully download due to a loss of bluetooth connection. The patient was asymptomatic. No changes were made.